Event description:
It was reported the device was used a pneumonectomy. It was reported by the rep 2 instruments same case/same pt the 1st ez35b fired once, put a new cartridge in and it was locked out and wouldn't fire; a 2nd instrument was opened and fired ok, it was reloaded and fired ok, reload a 2nd time and then it was locked out. There was no consequence to the pt.